Event description:
It was reported by a healthcare professional to intera clinical an experience with a patient with intera 3000 pump sn (B)(6). As reported, "when accessing the pump, the [patient] complained of 10/10 pain and the needle was quickly removed prior to being able to check for fluid [return] or flushing. Subsequently, another rn was able to successfully access this port and obtain fluid [return] and flush. [This rn] accessed the port in a site extremely close to where the first needle insertion was completed." The healthcare professional inquired if any other customers had experienced a similar situation as it was a "very unexpected scenario."

Manufacturer narrative:
A defect in the device, labeling, or packaging is not alleged in this report. The exact cause of the event is undetermined. Blank spaces in the MDR form represents unknown information. If additional information is received at a later date, a supplemental report will be filed.